Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial (B)(6) result of 17.19 fmol/l was generated on (B)(6) 2017 for a patient sample (ID (B)(6)) that retested (B)(6) at 0.00 fmol/l. The initial result was generated immediately following a (B)(6) sample (>20,000 fmol/l) and the customer suspects cross-contamination. No adverse impact to patient management was reported.

Manufacturer narrative:
The abbott technical specialist performed onsite troubleshooting which included replacement of the sample and r1 probes, and all six wash zone probes. A sample previously verified as (B)(6) was tested immediately after the (B)(6) hcv ag (B)(6) to check for carryover; a (B)(6) result of (B)(6) was generated. No additional troubleshooting or part replacements were performed or documented after the carryover test was performed. Service was unable to resolve the carryover concern and the analyzer was subsequently de-installed. The analyzer was replaced with architect isr07034 on (B)(6) 2017. System logs were not available for further review. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site; however, no systemic issue or product deficiency of the i2000sr was identified.